Manufacturer narrative:
Literature citation: daniel patton, md et al. Infected total ankle arthroplasty: risk factors and treatment options. Foot & ankle international. 2015; vol 36: 626-364. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by patton et al titled " infected total ankle arthroplasty: risk factors and treatment options" it was reported that a patient underwent a tar with inbone. The patient underwent a revision due to remote hematogenous with frostbitten toes. The surgery was converted to a 2 stage fusion with valor nail.